Manufacturer narrative:
Concomitant medical product: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 17-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a loss of stimulation coverage. It was reported that the rep reprogrammed the patient in october and was able to provide better coverage. At a recent appointment with the patient¿s pain physician, the doctor ordered an x-ray and saw the lead had slipped/migrated. A lead revision was planned for (B)(6) 2019. Factors that may have led to the reported issue was possibly patient compliance. However, the rep indicated that there were no falls. Reprogramming and an MRI was performed. A lead revision was planned to resolve the issue. Additional information was received from the rep on (B)(6) 2019 indicating that the patient was having a revision today as the lead had flipped. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.